Event description:
While using femoral tibial impactor/extractor a metal object fell into the surgical field. Object was able to be removed completely. No harm to pt. Stryker, (B)(4) us. Was this device serviced by a third party servicer? No. FDA safety report ID# (B)(4).